Event description:
Consumer reported complaint for error message (e-5). Mother is calling on behalf of the customer. Mother is attempting to use her true metrix meter to test her son's blood glucose. Mother stated that customer is on hospice. At the time of the call the customer reported symptom of nausea; medical attention was not needed at the time. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/19/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same test strip lot number, different meter serial number. Meter and test strips were not returned for evaluation. Mother had contacted manufacturer on (B)(6) 2022 and had spoken with coordinator. Mother reported that due to the e-5 error paramedics had been called and customer had gone to the hospital. Information was transferred to technician who contacted mother via telephone. Mother stated that customer's blood glucose when the paramedics had arrived had been over 600 and over 700 when he got to the hospital. No further information was provided. Mother stated customer did not currently have any diabetic symptoms. Mother stated customer was still obtaining the e-5 error using the true metrix meter and that she was going to call customer's physician. Manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure that the customer's condition had improved - able to establish contact with customer's mother who stated that customer had passed away the night before; customer had been on hospice care. No further information was able to be obtained. Manufacturer contacted customer in several follow-up calls - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 01-june-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-062:user had poor technique.